Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that the air bubbles are in reservoir. Customer stated that the two of the reservoir have a bubbles 3 times the size of champagne bubble and the third reservoir has a bubble about 5 times the size of champagne bubble. The customer was unable to troubleshoot because of past event. The customer was advised that we are sending retuned packaging and for the return reservoirs and replace reservoirs.